Event description:
Transmitter issue, not sure if it was a transmitter failure or because of the transmitter being in use for more than 3 months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. G3: date received by. H3a: device evaluated by. H3b: evaluation included. H10 additional narrative. H6: adverse event problem ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.